Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for lens not being at the intended axis. It is unclear if the lens was initially placed-off axis or if it rotated after surgery. The subsequent post-of refraction issues were related to the lens axis. A director of (B)(4) reviewed and discussed the provided patient information with the surgeon. Based on the provided biometries, the lens appeared to be at to be at the wrong toric axis. The surgeon confirmed that the lens was at 30 degrees, which was 90 degrees off target. This position would account for the post-op refraction results. Follow-up information was provided by the surgeon that the lens was repositioned and the patient did well. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced poor vision, lens malposition unexpected outcome with both spherical and cylinder and the refractions was at -3.50 +4.50 at 135. Additional information was obtained reporting that the lens was repositioned and the patient did well.